Event description:
The "lead # 3" was broken. It was unknown how it happened. Additional information has been requested.

Manufacturer narrative:
Lead: model 3889-28, lot# v161679, implanted: 2008 (B)(6), explanted: unk. Programmer: model 3037, serial# (B)(4).